Manufacturer narrative:
The valve was patent. It met the requirements for reflux, leak, pressure-flow and pre-implantation testing. The catheter met the req uirements for patency and leak testing. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient's catheter had disconnected and was curled up. According to the report, the physician noticed the symptoms that the patient was experiencing; that is nausea, vomiting and headaches. The report stated that the physician reconnected the catheter on (B)(6) 2013 and the patient seemed fine. According to the report, pressure changes were done to stabilize the patient and the patient was being observed for progress by the doctor. Reportedly, the patient was still experiencing the same symptoms. The report stated that the physician decided to remove the shunt and implanted a non-programmable shunt. It was reported that the patient is doing well with the new replacement shunt.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.